Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in communication loss and that the units were then back up and running without issue. Nk requested they send in the log files for review and that they supply a list of connected devices, however no response was ever received. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is high. Nk tech support attempted to collect logs from the customer for evaluation; however, the customer was unresponsive to follow up attempts. As such, the root cause cannot be determined. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. However, the customer was not able to provide the information required for an investigation. A CAPA will not be initiated.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss. No patient harm reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss and stated that the units are back up and running without issue currently. Log files are being sent in for review. We have contacted the customer to inquire if there were multiple beds involved and the devices that were being monitored but we have not received a response back from them. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical devices: device information for devices that were being monitored on the central nurse's station (cns) at the time of the comm loss was requested by not received.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss. No patient harm reported.